Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted post-mortem and that the local coroner's office asked to have the device interrogated. It was noted that the patient had previously complained of dizziness and syncope and mentioned that her device's battery needed to be changed, but refused to go to the emergency room for treatment of her symptoms. The field representative printed out all of the information from the device. The monitoring voltage of the device was 4.39 and the charge time was 32 seconds. The patient's physician reported that the patient had been non-compliant with her follow-up appointments. This device is not part of any field advisories.

Manufacturer narrative:
Upon receipt at boston scientific's post-market quality assurance laboratory, this device was in storage mode. The battery status was determined to be end of life (eol), with a monitoring voltage a 4.39 v. Due to the low battery status, the device could not be programmed out of storage mode for electrical testing. Analysis determined that, based on programmed parameters, the device met longevity requirements.